Event description:
It was reported that during the stent procedure, as the stent delivery system (sds) was advanced over the guide wire, the tip broke off prior to entering the pt. Reportedly, there was no pt injury.